Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastroplasty procedure, after the fourth stapling, the device's jaw did not open, even though the security system was triggered and the instructions from manufacturer were followed. It was necessary to use a new stapler to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.